Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was out of specification. It was indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification. It was also indicated that the stylus was loose but functional, and the display hinges were out of specification. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer ground current leakage was out of specification and that the programmer had difficulty interrogating a device. The radiofrequency head connector required lifting at the connection point to the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.